Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. A cartridge change was performed resolving the issue. Customer's blood glucose level ranged between 115-130 mg/dl.